Manufacturer narrative:
Patient identifier not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. After replacing 2 cables, the camera still displayed "localizer not connected." The representative bypassed the camera chain with the ethernet cable and the camera then connected. The fan cable was also observed to be broken in half. After replacing the ethernet cables and bulkhead connector the issue resolved. The system is fully functional. Four cables were returned to the manufacturer for analysis. Two power cables and one camera ethernet cable were found to be in good condition and passed continuity tests. The returned fan cable was split in half and a continuity cable could not be performed.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the localizer was not connecting to the system. The green led was lit on the camera. They tried rebooting the system with no resolution to the issue. The self test tool didn't show any issues with the camera. User removed the camera cart covers to check the cables, and it was reported that the pcoip power cable was cut in half. The issue occurred intra/peri-operatively when moving the s8 cart from one side of the or to the other. There was no delay to surgical time. There was also no reported impact to patient outcome but navigation was aborted.